Event description:
Rptr states that if you touch the knob too hard, it slides and you get a shock that feels like you are being shocked with a taser device. She says this happened to her and she felt paralyzed. Rptr says the digital tens units work better, that this one is dangerous. Rptr notified the MFR and they laughed saying the device is FDA approved. MFR refused to evaluate the device. Rptr feels it is a poor design.